Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported the patient was charging too often. The implantable neurostimulator (ins) was depleting too fast when the device was not being used and the patient had the issue since implant. The patient stated that she charged to 100% on friday the (B)(6) and now the battery was down to 75%. The clinician programmer showed therapy impedance values of 1253 and 903 ohms. The rep was going to educate the patient about the recharger. The patient insisted that she had charged on (B)(6) and was getting 4 coupling bars. It was reviewed that the session did not occur or it would have been in the implantable neurostimulator recharger (insr) session information. Additional information received reported the last successful charge was (B)(6) and the patient charged to 100%. The patient indicated she charged also on march 18, but that did not get registered. The patient programmer was showing the device charge icon. The patient had not used the ins and the insr indicated it dropped a quarter, but the patient programmer was showing 100% full. The clinician programmer showed the ins battery was at 3.895v. Additional information reported by the patient that on (B)(6) 2016 they noticed the new implantable neurostimulator (ins) needed to be charged more frequently than old ins, and that part of insr was replaced during that call. The patient also noted that following programming with rep the issue progressed from charging 1x/week to 2x/week. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-09-08 reporting that they had received their replacement on (B)(6) 2015. It was noted that their issues had not resolved and they still had to charge it every couple of days. The consumer reported that the settings were low and it still went through ½ the battery in a few days. Patient weight at the time of the event was asked but unknown. No further complications were reported.